Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. In addition, the pump became warm to touch while connected to a power source. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
Remove codes (B)(4).

Event description:
It was reported that the pump intermittently became hot to touch while connected to a power source. The pump declared multiple temperature alarms due to the pump being hot (expected operation of the device). The customer's blood glucose level was (B)(6)mg/dl. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.